Manufacturer narrative:
Patient related information is not provided. Part number and serial number of the device in question not provided. Date of manufacturing unavailable as the serial number is unknown. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of the heater-cooler system 3t devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) learnt that all the heater-cooler owned by the hospital have received the aerosol kit upgrade. The hospital follows all instructions emphasised by the manufacturer in the instructions for use, in maintaining and cleaning the heater-cooler 3t. The device was not tracked during the time of surgery thereby the serial number is not available. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that on (B)(6) 2018, a patient was confirmed to be tested positive for m. Chimaera post surgery in (B)(6) 2016. The heater-cooler 3t was used during the cardiovascular surgery. Patient is being treated in the hospital.

Manufacturer narrative:
Through follow up, livanova was informed of a more detailed event description: patient underwent aortic valve repair and aortic root repair on (B)(6) 2016, and then required placement of a pacemaker. In (B)(6) 2018, the patient had a positive blood culture for m. Chimaera. No evidence to suggest device failed to meet specifications is available no records confirming the use of a 3t or specifically identifying a 3t have been produced to date. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Through media monitoring livanova became aware of a newspaper article mentioning ten (10) confirmed cases of patient infections in (B)(6). All 10 infections in (B)(6) are captured in livanova complaints database and the article has been evaluated for missing additional information for each specific case. Within the article it is specified that 8 patients died and that the other 2 are alive. Based on details such as surgery date, livanova has been able to trace some information to this specific event. Thus, the event outcome for this case has been updated as death. No device was upgraded with vacuum and sealing kit at the time of 2016 surgery.

Event description:
See initial report.